Manufacturer narrative:
Visual inspection of tasp shim confirmed that both the ball bearings and springs of the detached ball bearing were missing and not returned. The surface of the shim is scuffed and has wear marks. Discoloration of the surface of the device can also be seen. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications where measured. This device is used for treatment. The sales representative indicated that the shims were subjected to ultrasonic washers and ball bearings were gone after the device came through the wash. Sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings were noticed to be missing from the provisional shim during surgery.